Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and support records can be performed.

Event description:
Consumer stated she became sick, experiencing itching and burning, after using sleek tampons. She sought medical assistance and said tampon material was coming from her vagina. Doctor did not state cause of sickness, itching or burning.